Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise and high pacing lead impedance was confirmed in the laboratory. X-ray inspection identified a broken header wire. The cause of the field events was due to the broken header wire.

Event description:
It was reported that the device exhibited noise and high, out of range, pacing lead impedance on the atrial channel. The atrial lead exhibited normal measurements through the psa. The device was explanted and replaced. No further issues have been reported.